Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the infusion set fell out of the body. The customer's blood glucose was 283 mg/dl at the time of incident. The customer's blood glucose was 502 mg/dl at the time of hospitalization. The customer stated that the blood glucose was stabilized during hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.